Event description:
The customer's parent called and reported the insulin pump display was blank. Inserting new batteries did not resolve the issue. Customer's blood glucose the customer already had another insulin pump. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.